Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2015. Revision due to poly wear and osteolysis.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of wear of the polyethylene liner, which appears to have led to osteolysis.

Event description:
Index surgery: 2015. Revision due to poly wear and osteolysis.